Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item number is available. Event summary: it is reported that the patient underwent a second revision on (B)(6) 2014 due to infection where the polyethylene liner (competitor), head, and neck were revised. Patient initially had received implants on (B)(6) 2008 and was revised due to metal on metal complications on (B)(6) 2014. Acetabular components (competitor) and head were revised. Review of received data: primary surgery dated (B)(6) 2014: pre-diag: failed right total hip replacement secondary to corrosion at the morse taper junction (trunnionosis) operation: upon dislocation of the hip, the cup and stem were noted to be well fixed. The head was disengaged using a mallet. Corrosion and blackened tissue was identified at and within the morse taper junction of the femoral head. The liner and screw were removed. The pseudotumor and soft tissue debris were then dissected and drained. The surgeon concluded that the altr and pseudotumor were a result of the trunnion corrosion and he chose to only revise the head and pe liner. A new stryker liner was impacted along with a zimmer ceramic head with a titanium sleeve. The components were impacted and the hip was reduced. Stability was noted. The wound was then irrigated, a drain was placed, and the wound was closed. Operative notes noted that no evidence of infection or aseptic loosening was present. No other intraoperative complications were observed. Revision surgery dated (B)(6) 2014: pre-diag: infection of right revision total hip replacement. Indications: the patient developed increasing pain with discomfort and drainage on 07/24 at 10 days postoperatively. He was initially treated with an oral course of clindamycin, drainage persisted and he now presents for incision and debridement. Operation: upon exposure of the subcutaneous tissues purulent drainage was noted. It was evident that the purulent drainage was coming from deep within the wound. The wound was irrigated and the pe liner and head were removed. The modular neck was disengaged. The cup and stem were noted to be stable. The stem/neck junction was irrigated thoroughly and the exposed metal portions were scrubbed with pcmx. A new modular neck, pe liner ceramic head, and titanium sleeve were impacted. The hip was reduced and stability was noted. No other intraoperative complications were observed. - legal documents which cover the claims against the first revision surgery are received. However, they do not convey any valuable information for the current case of revision due to infection. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: zimmer biomet product ceramic head was combined with a competitor product (stryker cup-liner). This combination is not approved by zimmer biomet. Root cause analysis: no product identification was possible. Therefore no batch, specifications review could be done. Due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes that might be leading to the infection are listed in rmw. Conclusion summary: the patient underwent a revision surgery after 17 days in-vivo due to deep infection. All components were revised except the distal stem part and the cup. Review of the device history records and the sterilization certificate could not be reviewed due to absence of lot identification. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Possible causes of the infection include contamination of the product during operation, damage of the packaging during transportation, resterilization of the device and reuse of the device which is only intended for single use. Moreover, the ceramic head was combined with competitor products ( stryker cup and liner) during the surgery on jul 11, 2014. It is also possible that the infection was due to competitor product involvement. Based on the given information and the results of the investigation, due to the unapproved combination of the device the root cause of the issue is considered to be off-label use - unapproved combination of product. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (b)(

Event description:
No change to previous reported event.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ceramic head on the right side and was revised after 17 days due to infection. The polyethylene liner (competitor's product), the ceramic head and the neck (implanted in 2008) were revised.